Event description:
The pt originally underwent total hip replacement in 2004 due medial femoral neck fracture. The pt experienced dislocation, and the surgeon reduced the dislocation by manipulation in nov 2004. The pt experienced dislocation again on 27 nov. And underwent manipulation, but was unable to reduce the dislocation. The surgeon took an x-ray and noticed disassociation of the centrax bipolar cup. The surgeon performed vision surgery on 30 nov. And replaced the bipolar cup and v40 head. During the revision surgery the surgeon noticed that the plastic locking ring of centrax was disassociated.